Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/29/2019. The field service engineer (fse) confirmed the reported problem. The fse checked the pressure relief valve and adjusted it. The fse also replaced the pressure relief valve, sensor pcb, and the analog pcb. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the pressure relief valve test failed. The customer reported it is unknown whether the device was in clinical use at the time of the reported event however, there was no patient or user harm reported.